Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that during a bsso case, the drill bit would not grab the screw as the surgeon felt it should. The hole in the skull was bigger than the screw that was being placed. The plate had to be repositioned. Procedure was completed as scheduled.

Manufacturer narrative:
The reported event could be confirmed related to statement that the bored hole of the returned drill was bigger than the diameter of the drill expected. The visual investigation revealed that the drill helix was plastically deformed due to an inappropriate user handling. According to this the tip of the drill and the cutting edges were damaged and show notches as well as strong marks of usages resulting from collision and friction with another metal object (no bone). Furthermore on the surface of the drill helix strong metal abrasions are visible resulting from repeated multiple uses. According to the IFU twist drills are for single use only. Single use devices cannot be reused, as they are not designed to perform as intended after the first usage in surgery. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with compendia specifications.based on the investigation the root cause was attributed to an inappropriate user handling. According to this the drill was damaged during repeated multiple applications (to notice ¿ drill is single use item) where the drill collided with another metal object leading to the damages on the cutting edges and on the tip of the drill and consequently to the plastic deformation of the drill helix. Because of the plastically deformed drill helix the diameter of the bored hole became bigger.indications for any material, manufacturing or design related problems were not determined in the investigation. Therefore no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that during a bsso case, the drill bit would not grab the screw as the surgeon felt it should. The hole in the skull was bigger than the screw that was being placed. The plate had to be repositioned. Procedure was completed as scheduled.